Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1603 mg/dl. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. The caller declined to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.